Manufacturer narrative:
The method of eval included a design review. Device eval: the issue was investigated and it was determined that the software did not contain the logic to handle the scenario of an overdue review because the requirement for the scenario was not identified as part of the product development: when an overdue review triggers a physical, the long form questionnaire must be presented to the donor.

Event description:
An issue has been identified with the eque interface. This issue may incorrectly present donors with the short abbreviated form questionnaire instead of the more detailed long form questionnaire under the scenario listed below. The scenario: when a donor is checked in and registered in the plasma center computer system via the eque interface and that donor has an overdue review (e.g. Spe) which could necessitate a physical exam be performed before the donor is permitted to donate, eque may present the short form questionnaire to the donor instead of the more detailed long form questionnaire.